Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73k1800340 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a quasi-extended hysterectomy, the boss of a clip got stuck in the jaws of applier when the user pulled the trigger. It was replaced with a new unit. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it was unable to latch onto the bottom jaw. Upon further examination, it was noticed that there was a buildup of biological material in the bottom jaw. The buildup was manually removed and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed tubing. This was repeated with the same result for the remaining clips. The device was returned with 4 clips remaining in the channel, indicating that 11 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. One device was returned with 4 clips remaining in the channel, indicating that 11 clips were fired by the end user. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the first clip tested from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the first clip was unable to load due to the buildup of biological material in the jaw, unintentional user error caused or contributed to this event.

Event description:
It was reported that during a quasi-extended hysterectomy, the boss of a clip got stuck in the jaws of applier when the user pulled the trigger. It was replaced with a new unit. No clip fell in the patient.